Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter was not powering on when she attempted to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 2:00pm, the patient reported the alleged issue began. The patient reported that she manages her diabetes with insulin pump therapy (unknown type). When the alleged issue occurred, the patient reported making no changes to her usual diabetes routine. In response to the alleged issue, the patient reported developing symptoms of "blurred vision, sweats, and upset stomach" 3 - 4 hours after the alleged issue began. It is unclear if the patient associates these symptoms with hypoglycemia or hyperglycemia. The patient denied seeking any treatment to relieve the symptoms. It is unknown if the patient attempted to test her blood glucose on another device. At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was not the first time the meter has been used. The cca documented that the patient was using the correct test strips. However when the patient was walked through inserting a new test strip, the meter did not turn on. When the patient was prompted to press the power button, the meter did not turn on. The issue remained unresolved with troubleshooting. Replacement products were sent. Based on the information provided, this complaint is being reported as an adverse event because the patient reported not being able to test on her lfs device due to the alleged issue and developing symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up #1 (7/12/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was burnt/melt. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.